Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at l4-l5 and l5-s1 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with pre-op and post-op diagnosis: right l5 and s1 radiculopathy due to l4-5 and l5-s1 degenerative disk disease with symptoms of severe mechanical interactable lower back pain. She underwent the following procedures: right transforaminal lumbar interbody fusion with peek cage and bmp at l4-5 and l5-s1, second posterior segmental fusion with percutaneous pedicle screws on the right between l4, l5 and s1 and on the left l4-s1. Per-op notes: dissection was carried beyond the medial hypertrophied facets of l4-l5 and l5-s1, firstly l4-5 was dealt with cage interbody fusion was placed, right l4 hemilaminectomy was done, inferior articular facet of l4 was removed and medial two-thirds of the superior articular facet of l5 was drilled to expose the disk space lateral to transversing right l5 nerve root, epidural veins were coagulated, disscected rostrally and the dura and the l5 nerve root was dissected, retracted back to medial, discectomy was performed, interbody-space was created. Bmp sponge was placed medial anterior to the interbody space followed by placement of a 12 x 22 peek cage filled with bmp. Similar procedure was performed in case of l5-s1, retractors were replaced at l5-s1, right l5 hemilaminectomy was done, inferior articular facet of l4 was removed, superior portion of the superior articular facet of s1 was removed to expose the disk space lateral to thecal sac and transversing right s1 nerve root, discectomy was performed, nerve root and thecal sac were retracted. Another bmp sponge was placed followed by 8 x 22 peek cage in the space. Pedicle screws and rods were then placed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.